Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However,hardware low level failures error confirmed in device history with variable due to broken trace at pin keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received hardware low level failure alarm during self test as well as mentions that the volume of the beeps was very loud and recently she did not hear low battery alarm. Customer¿s blood glucose level was unknown. Customer stated that the performed a self-test again and the insulin pump error occurred again. Customer troubleshooting was performed. The insulin pump will be returned for analysis.